Event description:
It was reported that the "pt on levophed drip set at 10 cc/hr on pump. Bag was hung at 2030 hrs. At 0100 hrs volume in bag was less than 100 cc's. Biomed tested the pump and was unable to duplicate the occurrence." A 250 ml bag was used. No add'l pt info was rec'd.